Event description:
It was reported that the yellow protective sheath of the 3.5 x 28 mm xience xpedition was removed from the device without difficulty or force. The stent dislodged with the sheath. It was noted that the stent was stretched and mis-shaped after dislodgement. The device was not used and there was no patient involvement. A second same size xience xpedition was used without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.